Event description:
It was reported that the patients right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted, however the attempted replacement rv lead also exhibited high thresholds. A second replacement lead was chosen and implanted. It was also reported that the patient's right atrial (ra) lead exhibited undersensing. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.